Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. The device was returned to mmdg, but at the time of this report, the investigation was not completed. This report will be updated when the investigation information is available.

Event description:
The initial reporter stated that the pump was not delivering. They stated that the pump appeared to be running, but it was not delivering. At the time of the complain the initial reporter stated that there had been no adverse effects to the patient and that they had no additional information. Complaint: (B)(4).

Event description:
The initial reporter stated that the pump was not delivering. They stated that the pump appeared to be running, but it was not delivering. At the time of the complain the initial reporter stated that there had been no adverse effects to the patient and that they had no additional information. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.